Event description:
Unomedical reference number (B)(4). Event occurred in puerto rico it was reported that the patient faced an issue with the pump, stating that it was not delivering. The patient had been experiencing high blood glucose levels and under delivery. At the time of the incident, the patient's blood glucose level was 250 mg/dl. The high blood glucose event was currently happening, and treatment for high blood glucose was documented as the pump. No further information available.